Manufacturer narrative:
Add'l info will be provided once investigation is completed.

Event description:
It was reported that during a knee joint surgery, the ceramic tip loosened from the tool holder and fell into the pt's wound. Allegedly, surgery was delayed 10 minutes in order to find the fragment of the tip and remove it from the pt's wound. According to his info, a replacement device was available to complete the surgery successfully and the pt was not harmed.